Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device was received by manufacturer but was inadvertently discarded and not available for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was discarded.

Event description:
It was reported that a sport grip t25 stardrive shaft (03.632.075) is not retaining the locking cap. The device is worn out from normal wear and tear. This event is not related to a specific patient. The device will be returned for evaluation. This is report 1 of 1 for (B)(4).